Manufacturer narrative:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2016. The barbed suture got released at the proximal part of the knee where the tension is the strongest and the rest of the suture was still holding at other regions of the suture line. The doctor opines that he closed the fascia in the appropriate way; however, it might have forgotten to properly secure the first two points before closing. After fall, the patient presented with symptoms on (B)(6) 2016. The patient underwent the re-operation on (B)(6) 2016 and separated points were closed with other suture. The patient is doing well after the re-operation.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee replacement procedure on and unknown date and barbed suture was used on that fascia. A few days after surgery, while walking, the patient felt suddenly that something released in her knee and fell down on her butt. She went to see the orthopedist and he decided to re-operate her. While opening the knee, he found out that the fascia was opened and the suture was not holding anymore. Additional information was requested.